Event description:
It was reported that approx 14 months after the initial implantation the pt heard a noise while climbing the stairs and upon going to the hosp x-rays revealed that the tibial insert had broken. Revision surgery was performed on 9/17/96. There was no report of any injury to pt.